Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stent dislodgement requiring surgical intervention. Device issue; difficult to remove/stent dislodgement. It was reported that the lesion was the mid lad. A bmw universal guide wire was advanced, and the rx vision stent delivery sys (sds) was advanced over the guide wire to the lesion. The balloon was inflated to 16 atm. Resistance was felt while removing the sds over the guide wire; therefore, the sys was removed as a single unit. After removal of the devices, it was noticed that the tip of the guide wire had separated leaving the tip in the groin area. The pt was sent for surgery to remove the guide wire tip the next day. During surgery, the stent that was supposedly deployed was also found lodged in the groin area with the guide wire tip. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - prod performance engineering reviewed the incident info. Based on the case circumstances, it appears that the guide wire tip became caught on the deployed stent. There was no damage noted to the sds prior to use; however, when the guide wire and sds were withdrawn, the stent apparently was pulled with the guide wire, and the stent and entangled guide wire got caught on the sheath in the groin as it was withdrawn. The separated guide wire tip and stent then likely became lodged in the groin. The tip fracture and stent dislodgment appear to be the result of case conditions. The bmw universal wire mentioned is being filed under another MFR number.